Event description:
It was reported that pump experienced rapid battery loss and required charging cable to be taped down in order to charge. There was no reported impact to the customer¿s blood glucose level. Customer declined follow-up, and no additional information was received regarding further actions or resolution.